Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The hi/low functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the hi/low function had a self-run. The bed was located outside the shop at the account. There was no patient/user reported. This report was filed in our complaint handling system as complaint # (B)(4).